Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mc1avr1-delsys serial: (B)(6) d9: no, this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: challenging retrieval of a dislodged leadless pacemaker from the left pulmonary artery in an older adult patient. Heart rhythm case reports. 2025. 11:467¿472. Doi: 10.1016/j.hrcr.2025.02.015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) retrieval. The authors described a patient who underwent an implant of a leadless ipg which was confirmed to be securely fixed; however, they noticed that the impedance had a low value and after the tether was cut, the device displayed a "dancing" behavior. One day post implant, there was a pacing failure and chest x-ray and computerized tomography (CT) showed that the device had migrated and embolized into the lower branches of the left pulmonary artery (lpa). The leadless ipg was retrieved with the use of a snare, and a new leadless device was implanted without complications. The status of the device is unknown. No adverse patient effects or additional product performance issues were reported.